Manufacturer narrative:
The specific event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient stated that, two weeks after the inflatable penile prosthesis (ipp) revision surgery, the reservoir was loose and not in place. No additional information was provided.

Manufacturer narrative:
The specific event date was not available, therefore the date (B)(6) 2023 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that, two weeks after the inflatable penile prosthesis (ipp) revision surgery, he experienced discomfort because the reservoir was loose and not in place. A revision surgery has not been scheduled yet. No additional information was reported.